Event description:
A complaint was received from nurse via direct call to the emergency support program for cardiosave intra aortic balloon pump iabp regarding a gas loss alarm on the cardiosave system. The nurse reported that troubleshooting steps had already been completed including verification of no blood in the helium tubing confirmation that all connections were secure and restarting therapy using the iab fill and start functions. Therapy continued to operate as expected. No patient harm or injury was reported.

Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes are gas loss in iab circuit a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period more or equal 80 msec and deflation period more or equal 250 msec. Causes of gas loss in iab circuit is pump system malfunction.